Event description:
It was reported that this pacemaker went into safety mode. It was noted that the pacemaker exhibited pacing inhibition. The patient also experienced dizziness. The device was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.